Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter indicated that when changing the battery on the pump, the pump was noted to be extremely hot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Complaint regarding pump and battery overheating could not be duplicated during investigation. No activity related to the complaint observed in the black box or download history. Battery was not returned with pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. Pump powered on normally and was exercised for 24 hours, no overheating or alarms were duplicated. Pump electrical current draws were found within specification. Pump cover was removed no evidence of internal moisture found. No defects found to power flex or battery connections.